Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) on the homechoice (hc) during drain 2 of 5. The caregiver (cg) cut the patient line for an unknown reason. The technical service representative (tsr) referred the cg to the nurse and therapy was ended. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm was determined to be use error as the caregiver cut the patient line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for setting up the homechoice for therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.